Manufacturer narrative:
It was reported by the end-user facility that lint from the towel is transferring into the wound during breast surgery. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No sample is available to be returned to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end-user facility that lint from the towel is transferring into the wound during breast surgery.